Event description:
A patient was admitted to the hospital for right breast reconstruction with placement of tissue expander. At the beginning of the surgical procedure, a urinary catheter with urimeter was placed without difficulty. Urine was noted in the bedside bag. Midway through the procedure, it was noted no further urine had been produced. Foley was irrigated with needleless syringe using 50cc ns with a return of 300cc urine. By the end of the case there was 825cc noted in the bed side bag.